Event description:
It was reported following deployment of nester platinum embolization microcoil to treat a type 3 endoleak, the coil remained stretched instead of coiling up. The physician then attempted to remove the coil using a snare, but it "fell apart." The patient had to be opened to remove the device. Aortic stents were also removed and replaced, presumably to treat the type 3 endoleak. The physician later clarified that the coil was deployed and "not faulty," but separated during snaring. He also stated "everything went fine." No other adverse effects were reported.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: d8 investigation ¿ evaluation presbyterian hosp (united states) informed cook on (B)(6) 2022 of an incident that occurred on the same date involving an mwce-18-14-6-nester-01 (nester platinum embolization microcoil) from lot 14376968. When the user deployed the coil, it remained elongated; therefore, removal with a snare was attempted. At this time, the device ¿fell apart¿, so open surgery was performed to remove the device. No other adverse events were reported due to this occurrence. Reviews of the complaint history, device history record (DHR), quality control, and instructions for use (IFU) were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot 14376968 revealed no relevant non-conformances. A database search did not identify any other events associated with the reported device lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling. The current instructions for use [t_nec2_rev0] does not have wording about this specific failure. Based on the available information, no device return, and the results of the investigation, cook has concluded that component failure unrelated to manufacturing or design deficiencies contributed to this incident. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported the patient's hospitalization was prolonged due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.